Manufacturer narrative:
Product investigation summary: articles 357.250 and 357.360 were received. The hammer is stuck with the extraction screw. Both items show very strong traces of impact. This could arise from an incorrect application. The review of the production history revealed that these items were manufactured in 2006, according to the specification. No manufacturing related issues that would have contributed to this complaint were found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history records has been requested. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after choosing the nail with a diameter of 9mm and length of 400, the surgeon inserted the start guide with the drill and then passed the drill bit to introduce the nail. When the surgeon inserted a nail below the minor trochanter, the surgeon saw that the channel was narrow and started to impact strongly with the hammer. There was fatigue with the connection screw and the surgeon realized that the holes at the distal end of the nail had broken. The surgeon decided to ream the intramedullary canal and use a nail with a diameter of 9mm and length of 420. The surgeon used a 4.0mm drill bit to perform the placement of the distal pins in the proximal part. When the surgeon was putting the bolts in there was some difficulty when the screw stripped/lost its thread.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by the reporter. Surgical delay was captured in report 1 for (B)(4). The reported lot number, 155165, cannot be validated, therefore, a review of the device history records and identification of the synthes manufacturing location cannot be determined. Device is an instrument and is not implanted/explanted. Without a valid lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during the implantation of a 9mm diameter, 400mm length nail it was observed that the patient¿s intramedullary canal was very narrow below the lesser trochanter. The surgeon, however, choose to continue impaction with the slide hammer using more force and fatigue occurred at the connecting screw. This resulted in a failure of the connecting screw to hold properly. It was also discovered that the nail had broken at the distal nail holes. Replacement devices were not available so extraction devices were to remove the broken nail. During the nail extraction, the extraction screw became stuck to the slide hammer and the nail became stuck to the slotted hammer. The surgeon then re-reamed the intramedullary canal. A 9mm, 420mm length nail was then implanted. There is no allegation of complaint against this nail. The surgeon then placed the distal pins and placed the dynamic hole proximally using a 4.00mm drill bit. During the insertion of two locking screws, there was difficulty obtaining proper tightness and security¿the screws appeared to have stripped/lost their thread and would not hold; however, there was no report of screw fragments being generated. A zero extension locking screw was implanted. There is no allegation of complaint against the zero extension locking screw. There was a 60 minute surgical delay due to the reported events. The surgery was completed and the patient is reportedly fine. This report is 3 of 6 for (B)(4).